Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to technical support that during a patient's hemodialysis (hd) treatment, there was a flow inlet error and a low flow error. The patient involved was able to complete their treatment on the machine without any injury or adverse effects. After treatment was completed, the machine was pulled from service for evaluation. The biomed initially thought the issues were due to a faulty deaeration motor. However, the biomed replaced the deaeration motor assembly and the problems persisted. After replacing the deaeration motor, the biomed noted a burning smell emanating from the machine. Upon further evaluation, the biomed found that the issue was due to black and charred chips on the actuator test board (ic26 and c143). There were no other damaged parts or components. There were no reports of smoke, sparks, or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The biomed replaced the actuator test board to resolve the issue and the machine was subsequently returned to service. Photographs of the charring damage were provided by the biomed. The charred actuator test board was discarded; no sample available.